Event description:
It was reported that there was damage to the usb port or pins affecting the customer's ability to charge the pump, although the pump did not shut down due to this issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirming the shipping address and instructing the customer on how to put the pump into storage mode before returning it with a pre-paid label. The customer acknowledged and understood these instructions.